Manufacturer narrative:
Per tandem user guide: do not reuse insulin. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was reusing cartridges and reusing insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.